Event description:
Plaintiff alleges that her exposure to latex containing products was the direct & proximate cause of her to become ill, injured & disabled. She alleges suffering from respiratory problems, including anaphylactic reactions, & related mental & emotional distress of a permanent & continuing & life-threatening nature plaintiff alleges suffering loss of affection, society, company, support, consortium, companionship, comfort & protection & suffered serious emotional distress.